Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this right ventricular lead, high pacing impedance measurements were exhibited. The lead was repositioned several times; however measurements remained high. As such the lead was not used and left implanted: product was surgically abandoned. No resulting adverse patient effects were reported.